Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified multiple hardware malfunctions. Specifically, the degasser was defective and both the inner wash syringe and inner sample syringe, along with a rod, were not operating smoothly. The fse replaced the degasser, both syringes and the rod to resolve the issue. Following the replacements, the fse performed quality control, which yielded acceptable results, restoring the analyzer to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining high patient results for glucose (glu), total bilirubin (tbil) and triglyceride (trig) on their au5800 clinical chemistry analyzer. The samples were repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but only provided the glu results for two patients.